Event description:
It was reported that the external pulse generator (epg) would not power on. It was then further reported that the external pulse generator would shut itself off. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Event description:
It was reported that the external pulse generator (epg) will not power on. The epg will be returned for repair. There was no indication of patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board found out of specification. Upper case is broken and corroded. Lower case is broken. Ring cover is contaminated. Side bail covers are broken. Keyboard is scratched.